Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced a fall and felt a tug at his lead site. An sjm representative met with the pt and reprogramming was unsuccessful in resolving the issue. The physician suspected migration and surgically repositioned the lead. The pt is now receiving effective stimulation.